Event description:
Caller stated that his dexcom g6 pump is faulty. He bruised his abdomen during insertion and it is very painful during insertion. He contacted dexcom and the pump was replaced but the second pump is also faulty. Ref report: mw5150133.